Event description:
Acct. Reports that the set was connected to a home pt's PICC line. States an antibiotic was injected into the one port of the y-junction via a clave injection cap. The nurse used a clave injection cap to the other port with a pump. States the one port separated from the hub where the two ports come together. No pt. Injury reported.